Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the customer was unsure of the cause of the elevated bg level, but believed it to be in related to the customer's menstrual cycle. To address the bg level, the customer delivered a correction bolus and administered manual injections. Recommendation was made to consult with health care provider regarding diabetes management.